Manufacturer narrative:
On 27-aug-2020, mentor received additional information regarding the patient's symptoms and date of explantation. The patient experienced left-sided deflation. The patient's left breast appeared to be smaller than the right side. The patient underwent explantation on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation, capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 350cc mentor smooth round moderate profile prosthesis and experienced postoperative left-sided capsular contracture (grade unknown). The capsular contracture was observed sometime in (B)(6) 2020. As a result, the patient had a consultation with a healthcare professional on (B)(6) 2020. At the time of this report, mentor has received no information regarding an expected explantation date.